Event description:
During a lap cholecystectomy procedure, the device did not function from the beginning. Took new instrument to complete the case. No further information is available. No patient consequence.